Event description:
The iab leaked. This was the only info available at the time of the report. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unkn0wn- reported 1/20/98.) (Pt's current status: unk- rpt'd 1/20/98.)